Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices used: pxc141200/(B) (4), pxl161207/(B) (4).

Event description:
On (B) (6) 2009, this patient was implanted with gore excluder endoprostheses to treat a small abdominal aortic aneurysm along with significant thrombus in the aorta. On (B) (6) 2010, occlusion of the right and left limb was discovered. On (B) (6) 2010, the excluder devices were explanted, and replaced with a vascular graft. Significant clotting was present in the explanted devices.